Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was hardware low level failure. Customer's blood glucose was unknown. Customer stated that insulin pump had audio problem. Customer was performed the self test and in the self test she had received failed battery test. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within specification. And no unexpected failed battery test or battery failed alarms or hardware low level failures error noted during testing however, hardware low level failures error is found in the formatted history file along with audio anomalies due to broken trace at pin on the keypad assembly.